Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a during a coronary artery treatment thrombosis occurred. The target lesion was located in the right coronary artery (rca). The target vessel reference diameter was 2.5mm and the lesion length was 26mm. Pre-procedure stenosis was 100% and post-procedure was 2% stenosis. A 2.75x28mm liberte stent was implanted. No information if direct stenting was attempted. An additional procedure was performed in the target lesion due to removal of thrombus. The procedure was a technical success. The patient was discharged without current anginal complaints or silent ischemia. Discharge medication included: asa 100mg and clopidogrel 75mg daily for 12 months.